Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13 december 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. A pericardial effusion was noted before the procedure. After the device was implanted, it was noted that the effusion had worsened. An attempt was made to drain the liquid collection in the catheter lab immediately after the device was implanted, but there was no improvement after multiple trials. The patient went to surgery. During the surgery, it was noted that a small hole was found in the left atrium close to the upper pulmonary veins, but there was no hole in the appendage. The device remained implanted.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. A pericardial effusion was noted before the procedure. The transseptal puncture was in the fossa, inferior posterior. Heparin was administered. The highest activated clotting time was 435 seconds. After the device was implanted after two attempts, it was noted that the effusion had worsened and was located near the left ventricle. Protamine was administered. An attempt was made to drain the liquid collection in the catheter lab immediately after the device was implanted, but there was no improvement after multiple trials. The patient went to surgery. The patient went into cardiac tamponade. During the surgery, it was noted that a small hole was found in the left atrium close to the upper pulmonary veins, but there was no hole in the appendage. The cause of the hole and pericardial effusion was unknown. The device remained implanted. The patient status was reported as stable and discharged.

Manufacturer narrative:
An event of pericardial effusion which lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Patient's activated clotting time (act) levels was 435 seconds. Images provided by the field appeared showing the effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.